Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that health professional had symptoms of forearm swelling after removing the safe step needle from upper arm cv port. Additional information: it is unknown what was infusing at the time the swelling occurred. The needle placement in the port was confirmed with blood aspiration prior to infusion. No imaging tests were performed. No specific treatment was administered; opted for observation. No delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of subcutaneous leaking of the infusion set was unconfirmed as the problem could not be reproduced. The product returned for evaluation was one 22g safestep infusion set. As the needle of the device is the only portion of the device that maintains a fluid path while within the body, the returned device was suspected of dislodging from the port. A gross visual inspection of the device was unremarkable. Microscopic inspection of the needle tip found that the needle bevel was well formed. The returned device was leak tested by flushing with water using a luer lock syringe. No leaks were identified throughout the whole device during testing. The device was then coupled with a port and flushed, to observe if the needle would dislodge from the port. No dislodgment or any movement of the needle was observed while flushing. Based on the available evidence, there were no features identified that would indicate that the needle had leaked or had dislodged from the port. Therefore, the customer's alleged defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.